Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as a pressure wound under the te pads. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Reporting out of an abundance of caution. Outcome of the wound is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.